Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. Upon opening the package of the device, the thread wasn't whole and has only one needle instead of length of 75cm and 2 needles. The device was not used on the patient. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Device evaluation summary: an empty labeled winding former and a dispensed needle/suture piece of product code f1801, lot # mph541 were returned for analysis. During the visual inspection of the sample, the swage and attachment area of the needle were noted to be as expected and the suture was observed detached due the stress applied to the strand, present damaged on the surface and stress at the end. A section of the strand was missing due to the strand was busted. This product code is double armed. According to sample condition, it could not be determined what may have caused the reported incident of: ¿at the opening of the blister of the device, the thread wasn't whole and has only one needle instead of a thread of 75cm and 2 needles¿. A manufacturing record review was performed for the finished device batch mph541 and no non-conformances were identified.